Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 117.7 hours of extended bench testing at the customer's settings. The device passed initial alarm volume test but failed initial final test with non-conformance at flow trigger sensitivity test due to a non-conforming pressure module. This non-conformance will not result in the device failure to ventilate properly. The device passed all further testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the enve ventilator stopped ventilating while connected to a patient. The patient was removed from the ventilator and provided positive pressure ventilation via manual resuscitator and placed on a back up ventilator. The customer confirmed that there was no patient harm associated with the reported event.